Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event, and the case is considered closed.

Event description:
Customer complains a blood leak as soon as starting treatment. No blood loss for the patient. No medical intervention necessary.